Manufacturer narrative:
The account stated the bed has been repaired and they do not know what repair was made to resolve the issue.

Event description:
The account alleged the side rail will not latch. No pt impact.